Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver initialized without a manual restart. No additional event or patient information is available. The receiver was returned for evaluation. An exterior visual inspection was performed and passed. Upon starting the unit, the receiver was observed to be perpetually rebooting. The data log could not be retrieved due to continuous re-initialization and data log review could not be completed. The unit could not be run on the functional tester because the receiver was perpetually rebooting. The receiver case was opened for interior inspection and passed inspection. The reported event of initializing screen without manual restart was confirmed. A root cause could not be determined.